Manufacturer narrative:
This report was determined to be duplicate information to MFR report number 2916596-2021-04094.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had chronic bacteremia. The patient was presented to the hospital on (B)(6) 2021 with nausea, vomiting, oral bleeding, and lethargy. The patient was on antibiotics. The infection was reported to be device related.